Event description:
A user facility reported to olympus, the visera elite ii video system center lamp was burnt out. There was no report of patient harm or user injury associated with this event. Additional details regarding the reported event were requested. However, no additional information was provided by the customer.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, dust inside the device, led unit gives low light under the limits (white and nbi), and rear panel corroded. It was reported that lamp issue was caused by the dust inside the device. No other faults were found. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a light source unit failure and dust. Olympus will continue to monitor field performance for this device.